Event description:
51 year old male undewent a rotablator procedure, upon removal of the wire, the distal portion (approx 1 inch) was noted to be missing. This portion of the c wire was retained in the distal anterolateral branch of the coronary artery. The plan was to treat medically with ticlid and asa. Pt was ambulatory in the halls and was discharged the following day.